Manufacturer narrative:
The returned final driver was evaluated. The part was confirmed to have a bent flute on the driver tip. There were no other signs of damage on the device. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.

Event description:
It was reported that two drivers were found stripped during a routine inspection. Therefore, no specific surgical or patient information is available. This is report two of two for this event.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Reference report 3012447612-2019-00380.

Event description:
It was reported that two drivers were found stripped during a routine inspection. Therefore, no specific surgical or patient information is available. This is report two of two for this event.